Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range. From (B)(6) 2015, min rv pacing impedance measured between 307-322 ohms. Since (B)(6) 2014 there was (B)(4) short circuit paces. Analysis of the device memory indicated pacing capture threshold in the rv was elevated, from (B)(6) 2014 through (B)(6) 2015, average rv capture threshold measured between 1.75-2.5 v.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical product: addr01 ipg, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had rising thresholds, warnings for low impedance, and low r waves. The patient experienced pocket stimulation when the device was interrogated and occasionally during the day. Insulation damage was suspected. The lead was capped and replaced. No further patient complications have been reported as a result of this event.